Event description:
An endeavor sprint rx drug-eluting stent was being used to treat a lesion in the lad. The lesion was reported to be occluded and calcified. Device was inspected prior to use with no issues noted. The lesion was pre-dilated but the device could not cross the lesion due to calcification. The physician changed to a new endeavor sprint to complete the procedure. There was no patient injury reported. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Device evaluation: the hypotube was kinked distal to the strain relief. The distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 4th distal segment was deformed, the 5th distal segment had raised struts, the 6th and 8th proximal segments are misaligned with slightly raised struts.

Manufacturer narrative:
Results, conclusion: stent deformation, lesion was occluded and calcified. (B)(4).